Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with the proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and hemostasis was achieved by manual compression. There were no reported adverse pt effects. Though requested, no add'l ino was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.